Event description:
Purchasing agent called and said that a paramedic while using the kawasumi IV administration set notified her regarding the seperation of the IV tubing from the flashback bulb.this type of incidence was reported twice.in both cases,m the IV catheter was occluded and an attempt was being made to inject medication into the flashback bulb.at this time it is unclear why the flashback bulbs seperated from the tubing. However, in every case, the paramedics were occluding an IV catheter which had been attached.